Manufacturer narrative:
This report is being filed to correct the describe event or problem and device codes.

Event description:
It was reported that the patient was on the treadmill, experienced syncope and hit their head. Engineering review found the delay in therapy appeared to be due to oversensing of noise. The subcutaneous implantable cardioverter defibrillator (s-ICD) came close to starting the charge a few times, but was delayed once due to sensing of noise, once due to discarding a beat and once due to the big and small amplitude signals. Boston scientific technical services (ts) discussed the noise was from directional changes within refractory. Ts further discussed programming options including lowering the rate cut off and changing sensing vectors. The s-ICD remains in service and no additional adverse patient effects were reported. In the previous report it was noted there was an inappropriate shock and therapy induced arrhythmia. This was already reported in 2124215-2018-10665.

Event description:
It was reported that the patient was on the treadmill, experienced syncope and hit their head. Engineering review found the delay in therapy appeared to be due to oversensing of noise. The subcutaneous implantable cardioverter defibrillator (s-ICD) came close to starting the charge a few times, but was delayed once due to sensing of noise, once due to discarding a beat and once due to the big and small amplitude signals. Boston scientific technical services (ts) discussed the noise was from directional changes within refractory. Ts further discussed programming options including lowering the rate cut off and changing sensing vectors. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing from large signal and baseline shifts. The inappropriate shock induced the patient into ventricular fibrillation (vf) which had large to small signal that was undersensed and delayed therapy. The patient was on the treadmill, experienced syncope and hit their head. Engineering review found the delay in therapy appeared to be due to oversensing of noise. The subcutaneous implantable cardioverter defibrillator (s-ICD) came close to starting the charge a few times, but was delayed once due to sensing of noise, once due to discarding a beat and once due to the big and small amplitude signals. Boston scientific technical services (ts) discussed the noise was from directional changes within refractory. Ts further discussed programming options including lowering the rate cut off and changing sensing vectors. The s-ICD remains in service and no additional adverse patient effects were reported.